Event description:
We became aware on 12/08/2025 that a sign fin nail implanted to repair a fracture had to be removed due to instability and infection. Surgeon comment: "complication encountered with implant failure and lower limb in internal rotation deformity implant removal, external fixator and gentamycin loaded bone cement application was done, to counteract infection".

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the instability is unknown. The root cause of the infection is undetermined. Infections have many causes and treatments. Each infection is addressed individually and taken very seriously by both the attending surgeon and sign surgeons at sign headquarters. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. The risk associated was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. Sign fracture care international continues to monitor these events as part of our post market surveilance activities.